Event description:
Falsely elevated hb1c results were obtained on multiple patient samples. The results were reported to the physicians who questioned the results. At a later date some samples were repeated after making a calibration correction and lower results were obtained. Corrected results reported for some samples. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated hb1c results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hb1c results is user error. When calibrating a new method, the user failed to enter the correct scalers for the method. They had not established a valid qc range. The calibration was accepted and results were accepted for qc and multiple patients. At that time a physician noted a trend of high results and the error was discovered and appropriate scalers entered. The instrument is performing within specifications. No further evaluation of the device is required.